Event description:
It was reported that this patient with a 21 mm bioprosthetic pericardial aortic valve, implanted for an unknown duration, underwent a valve-in-valve procedure due to stenosis. The patient arrived at the hospital with syncope and then arrested and went into cardiogenic shock. The tavr was performed emergently with a 23 mm edwards transcatheter valve. There were no complications during the surgery. The procedure was successful. The patient was reported as stable, off pressors, and extubated 12 hours post-tavr. The patient was discharged home on pod #4.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a bioprosthetic pericardial aortic valve, implanted for an unknown duration, underwent a valve-in-valve procedure due to stenosis. The patient arrived at the hospital with syncope and then arrested and went into cardiogenic shock. The tavr was performed emergently with an edwards transcatheter valve. The patient was reported as stable, off pressors, and extubated 12 hours post-tavr. No additional details provided.